Event description:
It was reported that the right ventricular lead exhibited high thresholds and a sensing anomaly. The lead was explanted and replaced on (B)(6) 2014. There were no adverse consequences for the patient.

Manufacturer narrative:
.